Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pacing lead was capped. Follow-up revealed there was a note in the patient's chart that there was a lead malfunction. No patient complications have been reported as a result of this event.